Manufacturer narrative:
The returned rasps were examined. All four rasps appear to have been damaged on the end of the quick connect features. When viewed from the ends, the edges around the hexes are shiny and distorted in a manner that is consistent with hitting the edges with a mallet. The edges have rolled over so they extend beyond the hex profiles. This rolled material causes the hex size to measure out of tolerance. The hexes are all within tolerance when measured further away from the tip where there is no damage. This is clearly misuse as the rasps are designed to be used with a quick connect handle and therefore would not be subjected to use with a mallet. Additionally, pressures exerted upon the rasps during normal use would be in line with the rasp head to move it laterally between the spinous processes, and not with forward momentum from the end of the handle. The device history records were reviewed and there were no non-conformances or temporary deviations associated with these rasps. There are no indications of manufacturing issues which would have contributed to this event. The most likely root cause is the quick connect ends of the rasps were damaged by misuse/abuse. Supplemental report three of five for the same event, see also 3004485144-2015-00032-1, 3004485144-2015-00033-1, 3004485144-2015-00035-1 and 3004485144-2015-00036-1.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of five for the same event, see also 3004485144-2015-00032, 3004485144-2015-00033, 3004485144-2015-00035 and 3004485144-2015-00036.

Event description:
The sales associate reported four rasps did not fit into the gray quick connect handles. Additional coarse rasps were able to used, however, in doing so the surgeon had compromised the spinous process and was unable to get fixation with the aspen. No aspen or other device was implanted. The patient will be rescheduled for fixation with pedicel screws.